Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. As received, the charger was resetting and unable to charge a battery. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the ca board. Additionally, liquid contamination was found on the battery board and q1 was internally shorted on the bedside board. Root cause investigation including destructive testing is underway on devices exhibiting similar pld and pxa failure modes. The root cause of the contamination was ingress of an unknown contaminant. The root cause of the shorted q1 transistor was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the charger was resetting.